Manufacturer narrative:
Visual inspection of the returned devices revealed both devices are intact and resemble typical explanted devices. A review of complaint history for listed devices revealed no prior complaints for the listed lots/failure modes. A lab analysis was completed with the following results: the returned tibial tray grit blast surface had bone cement well attached to it. The polished surface of the tray has scratches on the surface that appeared to have been caused by an instrument during removing well locked tibial insert. The polyethylene insert has burnishing on the articulating surface that could be due to femoral articulation during usage. The distal surface of the insert appeared rough that may be due to rubbing against tibial tray surface along with third body particles. The tibial tray has bone cement well bonded to the tibial tray and the insert appeared to have been properly locked. Based on examination of the returned components the reasons for tibial tray loosening could not be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A definitive root cause cannot be determined with the information provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed due to loosening of the tibia.